Event description:
It was reported that during a "ptci" procedure to treat a mid rca lesion, the viking al1s guide catheter (unknown size) was engaged in the ostium of the rca and a dissection was noted. The guide catheter was removed and replaced with a different curve, and a stent was deployed at the dissection.